Event description:
It was reported by the affiliate that the (1) atb35 was used during an endoscopic sigma procedure. It was reported that the instrument did not cut or staple. The case was completed with another device and with no pt consequence.